Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis and released after three days. The customer's blood glucose level at the time of the report was 171 mg/dl. The customer stated he ran out of insulin prior to his hospitalization. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).